Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [2000 mcg/ml] at a dose of 710 mcg/day and an unknown brand of baclofen [375 mcg/ml] at a dose of 133 mcg/day. It was reported the patient heard an audible critical alarm and experienced increased pain, insomnia, and increased yawning after a motor stall occurred on (B)(6) 2017. The patient complained to a health care professional (hcp) and came into the clinic with signs and symptoms of withdrawal as listed. An expected motor stall occurred on (B)(6) 2017 at 09:09 due to an MRI, and there was spontaneous recovery logged on (B)(6) 2017 at 09:32. A motor stall occurred with no known cause on (B)(6) 2017 at 01:16, and a recovery was logged on (B)(6) 2017 at 14:07. There were no environmental/external/patient factors that led or contributed to the issue. There were no diagnostics/troubleshooting performed. A pump replacement was done on (B)(6) 2017 per a decision by the managing physician. The pump would be returned to the manufacturer for analysis. The issue was resolved at the time of the report. It was further reported the physician was unable to withdraw fluid from the catheter access port (cap) of the explanted pump prior to disconnecting the catheter from the pump. When the physician disconnected the existing catheter from the pump, there was no spontaneous retrograde cerebro spinal fluid (csf) flow from the catheter. There was no visible tissue, no occlusion or kinks visible. A sterile suction was applied to the end of the catheter and still not retrograde csf flow was noted from the catheter. The physician made the decision not to replace the catheter. The new pump was filled with medication and programed with a priming bolus on the back table for 19 minutes prior to aborting bolus then reconnected to the existing catheter. There were no environmental/external/patient factors that led or contributed to the issue. There were no diagnostics/troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included arachnoiditis, chronic pain, osteoarthritis, and gastroesophageal reflux disease (gerd). Concomitant medications the patient was taking at the time of the event included oxycodone, oral baclofen prn, klonopin, lunesta, flonase, neurontin, zestril, remeron, prilosec, zanaflex, and ambien.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.